Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. Information contained in this report was previously submitted through psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: red particles in the shell and the gel, opening extended and underweight. A microscopic analysis was performed which identified: one striated opening on the anterior, one opening sharp on the anterior and non-penetrating nick striated on the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one striated opening due to surgical damage consist in the use of some surgical tool; sharp opening on the anterior assessed as unidentified (tear) opening and non-penetrating nick striated on the anterior due to surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported "right breast implant has ruptured." Device has been explanted.